Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752. H3 - a manufacturer representative went to the site to service the system. The emitter was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the em field was significantly smaller. For instance, the instrument tracker would track as intended, but as he moved the tracker upward (~12in above the flat emitter - which was within the em tracking field), the tracking would stop. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: 9733752, lot number: 603002456, was returned to the manufacturer for analysis. In summary, no faults were found. The flat emitter was tested and it successfully plotted all 96 points during a pegboard test. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.